Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed as the device would not cycle properly even after extensive trouble shooting. The pump bulb would compress and refill like it was cycling, but it would not move fluid into the cylinders. The physician noted that there was no fluid leak and the cylinder placement was excellent. A new inflatable penile prosthesis pump was implanted. There were no patient complications reported in relation to the event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified pump poppet rod misalignment could affect the functionality of device as the reported of the inflation and mechanical issues. Product analysis confirmed pump malfunction. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament; no leaks were found. Under microscope examination, it was observed that the pump popped rod and deflation ball were misaligned. The pump deflation ball was identified to be seated too far forward. The pump was not functionally tested due to the identified poppet rod misalignment. The identified pump poppet rod and deflation ball misalignment could affect the functionality of the device. Product analysis confirmed a pump malfunction. The most likely contributor to the pump malfunction was an identified displaced deflation ball and popped rod; such a separation renders the pump inoperable. The identified pump poppet rod misalignment could affect the functionality of device as the reported of the inflation and mechanical issues. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. As stated throughout the operating room manual (orm) ams 700 ms pump, do not squeeze the deflation button and the pump bulb at the same time. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. As stated throughout the operating room manual (orm) ams 700 ms pump, do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the deflation ball or/and poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of failure to follow instructions was chosen as the damage observed can be traced to the user not following the manufacturer instructions. The adverse event of mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis.